Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/o lymphadenectomy surgical procedure, the customer contacted technical support engineer (tse) to report that they experienced instruments becoming inverted. Customer stated that issue occurs with multiple instruments and has occurred in the past. Customer was inquiring as to potential causes. Customer had resolved the issue prior to calling in with a new instrument. The tse informed customer that the alignment of the entry guide in relation to camera up/down could cause an alignment issue where the instruments will not move as expected. The procedure was completed as planned.